Event description:
A customer reported a malfunction on their insulin pump, identified as malfunction 16, which was included in a field correction notice. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. In response, customer technical support (cts) informed the customer that a replacement pump with updated software would be sent, and training would be available through tandem source. The customer was instructed to use a manual insulin delivery method temporarily and was provided with guidance on storing the old pump and returning it to tandem. The customer understood and acknowledged all instructions, and the replacement pump was sent.